Manufacturer narrative:
Visual inspection of the returned sc-2317-70 serial number (B)(6) revealed the leads were cleanly cut into three pieces approximately 20.5 and 21.5 centimeters, respectively, from the distal end. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical testing could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the leads. Additionally, a review of the instructions for use (IFU) revealed system failure can occur at any time due to electrical shorts or open circuits. Moreover, the IFU states that undesirable stimulation that occurs over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting the spinal cord stimulation (scs) system.

Event description:
It was reported the patient experienced a loss of stimulation. The physician assessed the presence of high impedance readings on the leads. Although there was no history of falls reported by the patient, it was stated that they are very active at the gym. Initially, the device was successfully reprogrammed; however, the patient experienced a loss of stimulation shortly thereafter. The patient underwent a revision procedure where the leads were replaced and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4) , batch/lot: 20070696.

Event description:
It was reported the patient experienced a loss of stimulation. The physician assessed the presence of high impedance readings on the leads. Although there was no history of falls reported by the patient, it was stated that they are very active at the gym. Initially, the device was successfully reprogrammed; however, the patient experienced a loss of stimulation shortly thereafter. The patient underwent a revision procedure where the leads were replaced and did well postoperatively.